Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of non-physiological noise. Technical services (ts) was consulted to review the data. Upon review ts noted that the noise signals where in combination with reduced r-wave amplitude and baseline shifting. Ts discussed this is a result of sudden fluctuations in the impedance path of the sensing vector. Possible causes and additional troubleshooting, including obtaining an x-ray were discussed. The s-ICD and electrode remain in service and no adverse effects have been reported.